Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned product revealed that one needle suture of 20.00" length of (B)(4) was received for evaluation. The product code is single armed and a needle was cut from the suture. Upon visual inspection of the returned sample, the suture was observed with damage at the surface and the end of the suture was cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm how many sutures got broken? Please confirm could you please confirm how many sutures got frayed? Please confirm. 5 were frayed. What was used to complete the procedure? Silk sutures. They opened more to complete the case did the patient suffer from any consequence * could you please confirm how many sutures got broken? Please confirm . No patient consequence. 5 sutures broke / frayed. Could you please confirm how many sutures got frayed? Please confirm 5 what was used to complete the procedure? More silk sutures were opened to complete the procedure did the patient suffer from any consequence due to the issue (breakage suture & fraying suturedue to the issue (breakage suture & fraying suture - no patient consequence related to: 2210968-2022-01324, 2210968-2022-01326, 2210968-2022-01327, 2210968-2022-01328

Event description:
It was reported that a patient underwent a laparoscopic placement gps stimulator procedure on (B)(6) 2022 and suture was used. During the procedure, the suture frayed and broke. Issue occurred with five of the sutures. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: visual analysis of the returned product revealed that one needle suture of 20.00" length of product code k833 was received for evaluation. The product code is single armed and a needle was cut from the suture. Upon visual inspection of the returned sample, the suture was observed with damage at the surface and the end of the suture was cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm how many sutures got broken? Please confirm could you please confirm how many sutures got frayed? Please confirm. 5 were frayed. What was used to complete the procedure? Silk sutures. They opened more to complete the case did the patient suffer from any consequence * could you please confirm how many sutures got broken? Please confirm . No patient consequence. 5 sutures broke / frayed. Could you please confirm how many sutures got frayed? Please confirm 5 what was used to complete the procedure? More silk sutures were opened to complete the procedure did the patient suffer from any consequence due to the issue (breakage suture & fraying suturedue to the issue (breakage suture & fraying suture - no patient consequence related to: 2210968-2022-01324, 2210968-2022-01326, 2210968-2022-01327, 2210968-2022-01328

Event description:
It was reported that a patient underwent a laparoscopic placement gps stimulator procedure on (B)(6) 2022 and suture was used. During the procedure, the suture frayed and broke. Issue occurred with five of the sutures. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 3/18/2022 additional information was requested, the following was obtained: * the quality issue was reported as frayed suture/suture breakage. Did all 5 sutures experience suture breakage after the fray was noted? If not, please describe how many sutures experienced breakage, and how many experienced just fraying. In response to this question its my understanding that all of the 5 sutures broke and frayed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # pc-001062840 date sent to the FDA: 3/18/2022 h3 investigational narrative: visual analysis of the returned product revealed that one needle suture of 20.50" length of product code k833 was received to ethicon inc for evaluation. The product code is single armed and a needle was cut from the suture. Upon visual inspection of the returned sample, the suture was observed with damaged at the surface and the end of the suture cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.